Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2023, product type catheter. Product ID 8780, serial# (B)(6), implanted: (B)(6) 2023, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-nov-2024, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 17-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025 (B)(4). (Rep, hcp): information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that per the patient, he discontinued care with his implanting physician for an unspecified reason. He was then seen by a second provider, who reportedly filled the pump with saline. Dr. Calodney was the third provider involved in his care. Patient registration indicated two 8780 catheters were documented as implanted. Imaging was performed today and revealed only one visible catheter tip though it was unclear which catheter was currently in place. The hcp attempted to access the catheter access port but was unable to aspirate or inject contrast dye. The patient continued to have saline running in the pump at this time. Surgical intervention was planned.